Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
S2444 elegance study. It was reported that dissection occurred. In (B)(6) 2022, the subject underwent treatment with the elegance eluvia drug eluting stent. The target lesion #001 was in the right proximal sfa, right mid sfa, right distal sfa, right proximal popliteal artery extending into right mid popliteal artery with 5 mm proximal reference vessel diameter and 4 mm distal reference vessel diameter with lesion length 360 mm with 90 % stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment with study device, pre-dilatation was performed using 4 mm x 120 mm non-bsc pta balloon, 4 mm x 220 mm non-bsc drug-coated pta balloon and 5 mm x 100 mm mustang pta balloon. Treatment of target lesion was performed by placement using study device 6 mm x 120 mm, eluvia drug eluting stent. The final residual stenosis was noted to be 10%. On the same day of index procedure, during the treatment of target lesion #001, dissection of grade c was noted in the target lesion due to 5 mm x 100 mm mustang pta balloon. As a response to the event, a bailout stent was placed. Post treatment, the final residual stenosis was noted to be 10%. The complication of dissection was resolved. On (B)(6) 2022, the subject was discharged.